Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer reports a leak 1 mil just below the butterfly where the catheter is joined. Alcohol/betadine was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and was not difficult to secure. The PICC was inserted on (B)(6) 2014 in the left median cubital basilica vein. The line was on continuous infusion. A 10 mil was used to flush the lines. Chg/alcohol (hub only) was used to clean the device. The PICC was removed on (B)(6) 2014. The device was replaced with another covidien dual lumen PICC. The status of the patient is ok.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample was not returned to the manufacturing site for review. A device history record (DHR) was reviewed and no deviations related to this failure mode were found. The complainant noted use of alcohol products with catheter placement, however it is unknown if alcohol products were utilized with this catheter during use. It has been identified that the use alcohol based products on a uvc catheter can lead to breakdown of the catheter causing leaking issues. Several attempts to gather further information from the customer were made. No response has been received. If additional pertinent information becomes available, the report will be updated. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to over bending or excessive force). However without the sample, this cannot be confirmed. The lot involved within this complaint was manufactured on 02/2014 prior to implementation of special 510k#k130725. Under special 510k#k130725, covidien expanded warnings within the instructions for use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. It must be noted that the instructions for use (IFU) states: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a..